Event description:
A us distributor contacted zoll to report that a patient developed a bruise under the lifevest equipment. Patient described the area as bruised under the clasp. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed antibiotic cream for the bruise. Follow up indicated that the bruise improved.

Manufacturer narrative:
Not applicable.